Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122 st jude lead, implanted (B)(6) 2011. (B)(4)

Event description:
It was reported that the patient presented to the emergency department due to inappropriate therapy. The right atrial (ra) lead exhibited undersensing which led to detection from the implantable cardioverter defibrillator (ICD)s well as an inconsistent wavelet template. The ra lead was reprogrammed. The lead and device remain in use. No further patient complications have been reported as a result of this event.